Event description:
The customer reported that the system primed and tuned and there were no system messages. The surgeon stated that he seemed to be losing phaco power during surgery. The surgeon later mentioned that he had noticed a slight corneal burn during one case. Additional information received stated it was a very dense cataract and there was some difficulty in removing it. The customer stated the surgeon was concerned his settings had changed and they rebooted the system during the case. The case was completed. No consumables were saved. The customer deferred further questions to the surgeon. Multiple attempts have been made for more information and patient status with no response to date.

Manufacturer narrative:
The customer has not scheduled service for the system. No further information has been received. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the health devices, hazard update: scleral and corneal burns during phacoemulsification, 1996, vol. 25, no. 11: 426-431, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. A letter and copy of this industry article was provided to the customer. This report was mailed to FDA on: 03/02/2009.